Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
During a procedure on (B)(6) 2023, the incorrect prosthesis was supplied, and the intended nickelfree link rotating hinge prosthesis was not available in the operating room. Consequently, the surgeon had to use a temporary prosthesis and close the surgical site. The patient then required a follow-up surgery on (B)(6) 2023, performed by dr. (B)(6) to place the correct prosthesis. [Transmission smith & nephew] it was confirmed on (B)(6) 2024, that an incorrect side knee was ordered by the sales rep (right instead of left) for an (B)(6) 2023 surgery. (2 right-side parts were ordered and sent as ordered, see pn / lots above). It was only realized during the surgery, after the procedure had been started, that the incorrect implants had been ordered, and the procedure could not continue. Subsequent to this incomplete surgery, the correct parts were then ordered by the sales rep and the new order was sent. The patient had to return for the second surgery, where the correct left-side device was implanted on (B)(6) 2023. [Customer].

Event description:
During a procedure on (B)(6) 2023, the incorrect prosthesis was supplied, and the intended nickelfree link rotating hinge prosthesis was not available in the operating room. Consequently, the surgeon had to use a temporary prosthesis and close the surgical site. On (B)(6) 2023, the patient had to undergo surgery again to place the correct prosthesis. [Customer] (legal case).